Event description:
Additional information indicated that high pacing thresholds were observed with this lv lead. Thresholds were reportedly higher than diaphragmatic stimulation threshold. This lv lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned surgically for an unknown issue. No further information is known, at this time. No additional adverse patient effects were reported.